Event description:
Patient reported he suffered a "shattered" femur 10 days post-op, revision completed on (B)(6) 2021. Primary total hip surgery completed on (B)(6) 2021. Patient denies fall and stated that the surgeon used "a mallet to drive' the stem and that caused the shattering. Patient states he continues to ambulate with a walker due to a limp. Patient states that during the revision that the surgeon attached the hip muscle and "sling" to his lower back causing two compression fractures to his lower spine therefore "causing" the limp.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.